Event description:
The graft was placed as an axillo-femoral bypass. Approx 1 month postoperatively, during a follow-up visit, a large pulsatile mass was detected in the shoulder region. Exploratory surgery revealed a tear in graft reportedly 2 cm distal to the proximal anastomosis. The disrupted graft section was removed. Another graft section was placed.